Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 3 months (calculated from the date when the system controller was shipped to the implanting center). The device is expected to return but has not been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a low voltage alarm. When the white power lead was disconnected, a pump stoppage occurred. The patient was asymptomatic during the event.

Manufacturer narrative:
The device was expected to return but was not been received. The device was not returned for evaluation. Although the reported incident of a pump stoppage and low voltage alarm was confirmed based on the information contained in the submitted system controller log file, the analysis could not determine a root cause for the event. No further events were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.